Manufacturer narrative:
A1 - unk. A2 - unk. A3 - unk. A4 - unk. A5 - unk. A6 - unk. D6a - unk. D6b - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4). Manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation.

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the lens was removed and a 12.6 lens was implanted. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.